Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the gastrointestinal (gi) tract during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2024. During the procedure, the balloon leaked. The procedure was completed successfully with another cre wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported anatomy location of the procedure was not specific and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.